Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) in order to replace the internal magnet. The implanted device remains insitu.

Manufacturer narrative:
This report is submitted on january 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced a dislodged magnet (date not reported) following an MRI (tesla unknown). The clinician followed the manufacturer's instructions for use of MRI. Surgery to reposition the magnet is planned but has not taken place as of the date of this report.